Event description:
A compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone se phone with ios version 16.6. As a result, the customer experienced dizziness, sweating, and was incoherent, and was unable to self-treat. The customer was administered a glucose injection by a third party for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing high, low, and signal loss alarms. Successfully scanned and received glucose readings and alarm notifications using similar device configuration. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone se phone with ios version 16.6, app version 2.10.1.7653. As a result, the customer experienced dizziness, sweating, and was incoherent, and was unable to self-treat. The customer was administered a glucose injection by a third party for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.